Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic. The device had moisture damaged at motor, minor scratches on the display window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, reported he was on vacation and the device fell into the water and now it wouldn't turn on. Customer's blood glucose was unknown. Customer stated the device went blank right after it was exposed to the water. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.